Event description:
Reporter stated that caller reported that after transfer set was changed and a final bag hung on the unit, lipid from station 1 began to run into the final bag. The set was changed again (using a different lot) and amino acid solution from station 2 ran into the final container. When questioned by the reporter, the caller said they did not prestretch the tubing nor turned the rotors after the set is installed. The reporter stressed the importance of turning the rotors 1-2 revolutions counter-clockwise to prevent free flow. The user installed a new set, turn the rotors and installed a new final bag - there was no free flow. Since the issue was resolved by telephone, the unit was not swapped out. No pt involvement.